Event description:
The company representative on behalf of the customer reported, the bending section cover of the airway mobilescope had pinholes. The device was returned and an evaluation revealed, the coating of image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. The watertightness of the insertion tube was not maintained. The bending angle was insufficient due to the elongation of the angle wire. The adhesive part of the bending section cover was missing. Scratches were found on the operation part, digital camera monitor and the grip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.